Manufacturer narrative:
Device used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: part # 03.037.016; lot # 9561969. Manufacturing site: (B)(6). Manufacturing date: 31. Aug. 2015. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the buttress compression nut and the blade/screw guide sleeve became stuck together during a tfn-advanced proximal femoral nailing system (tfna) intramedullary (im) nailing of a right hip/femur fracture on (B)(6) 2017. The sales consultant reported that the surgeon was hitting the guide sleeve where he should not have been hitting and damaged the threads of the guide sleeve. There was no surgical delay or effect on the surgery. The surgery was successfully completed with the instruments. The sales consultant confirmed in sterile processing on (B)(6) 2017 that the instruments are stuck together. This complaint involves one (1) devices. Concomitant devices reported: 130 degree aiming arm (part # 03.037.013, lot # 9336984, quantity # 1). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: a device history record (DHR) review, device inspection, functional test, and drawing review were performed as part of this investigation. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The complaint condition is confirmed as the buttress compression nut (bcn) and guide sleeve were received assembled together and could not be separated due to binding of the interacting threads. The damaged threads of the guide sleeve were identified as the reason why the two instruments do not thread as intended. The bcn is fully functional until the point of the damaged threads and was determined to have not contributed to the complaint condition. A dent of this nature is inconsistent with use as recommended and indicative of impact with another device or object. As it was reported that the surgeon was ¿hitting the guide sleeve where he should not have been hitting and damaged the threads¿ the root cause was determined to be due to the method of use. Per the technique guide, the returned devices are part of the trochanteric fixation nail advanced (tfna) system. The blade/screw guide sleeve is connected to an aiming arm (03.037.013) via a locking clip (03.037.015) and the buttress compression nut (03.037.016). This provides a cannula to target the oblique hole of the tfna nail. Based on the date of manufacture the relevant drawings, reflecting the current and manufactured revision, were reviewed. During the investigation no unaddressed product design issues or discrepancies were observed that may have contributed to the complaint condition. Review of the device history records showed that there were no issues during the manufacture of these products that would contribute to this complaint condition. During the investigation no unaddressed product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.